Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient underwent system explant. The date of explant and reason for explant were not provided.